Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient(pt) said they have not charged their ins in quite a while and could not get it to connect they leave to get an MRI and had about an hour but the thing is dead. The following troubleshooting steps were performed; confirmed communicator is off while using the recharger, repositioned there charger. Pt was successful to connect and reported the screen showed it was charging. Pt said: my battery is red. The numbers are 0 0 0 repositioning increased the numbers to : 111. Reviewed information about empty ins battery and recharging. Pt will continue charging, offered and sent email with MRI information.  Pt said the equipment for interstim was so complicated. No further complications were reported at this time.